Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners cracked a tooth when they bit down on the aligner. That tooth is now gone. They also reported their teeth are not straight.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.